Manufacturer narrative:
During inspection of the system a galvo issue was identified. Field service specialist (fss) replaced the galvo block assembly. Performed alignment through 6x and performed centration. Perform side cut retrace and updated z cal. Laser is was reported as ready for treatment. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
Account reported on (B)(6) 2018, that during lasik procedure there was an incomplete side-cut and there was an issue lifting the flap. It was reported there was no patient injury.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson and johnson surgical vision has been submitted.